Event description:
It was reported that in the middle of a procedure to treat bladder stones, the laser was not breaking the stones and the operating room personnel adjusted the laser to a higher power setting. The customer observed a low power message and the laser shut down. The user rebooted the laser and noted that the laser overheated. The doctor converted to "ehl" (electrohydraulic lithotripsy) to complete the procedure. "Patient is fine" was reported.